Event description:
During a remote follow-up, noise that resulted in oversensing and pacing inhibition was noted on the right ventricular (rv) lead. Technical support was contacted and recommended replacement as the patient is pacemaker-dependent. No intervention was performed. The patient was stable with no consequences and will continue to be monitored.